Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were identified. Visual inspection confirmed that the tulip has disengaged from the screw. Damage noted to the inner diameter of the tulip where the screw body would interface. The retaining clip of the tulip was also deformed. Only the tulip was received back as the screw shank remains implanted in the patient. Conclusion: the most likely cause of the reported tulip disengagement is multifactorial with the lack of fusion, activity of the patient, and length of implantation likely contributing to the event.

Event description:
It was reported that a patient underwent surgery one year ago and a xia 3 polyaxial screw was implanted. It was reported by the customer that the patient came in for further routine surgery which was not related to the product, and it was allegedly discovered that part of the xia 3 screw had come apart. The customer reported that part of the screw has been left in the patient and the other part will be available to return for investigation.

Event description:
It was reported that a patient underwent surgery one year ago and a xia 3 polyaxial screw was implanted. It was reported by the customer that the patient came in for further routine surgery which was not related to the product, and it was allegedly discovered that part of the xia 3 screw had come apart. The customer reported that part of the screw has been left in the patient and the other part will be available to return for investigation.